Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implanted neurostimulator (ins) for spinal pain. The patient reported that she was having a lot of pain in her foot and leg on the right side. The patient reported that she had rsd in the right foot and leg. The patient reported that when she was laying down, it was full tilt. The patient reported that she was up and moving and it was only running at 0.4 but it should be at 1.4. The patient reported that the programming is out of sorts. The patient reported that when she went to bed, she felt like she was getting electrocuted after she laid down. The patient reported that her upright was at 1.4 and its only 0.40. The patient reported that the device was working only when it felt like working. The patient reported that she had no fall or traumas. The patient reported that she had been manually adjusting the stimulation as needed to deal with the shocking. The patient declined assistance in disabling the adaptive stimulation. No further complications were reported.